Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation as it was likely lost. As the device was not returned for evaluation, inspection was unable to be performed and a conclusive root cause could not be determined and the reported event could not be confirmed. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: ancillary equipment failure. Trigger button (activation button) not engaged throughout the entire seal cycle. Device activated in contact with pooling fluid. Device used on vessels thicker than 7 mm. Grasping on too much tissue or inappropriate tissue types or on staples. User does not inspect the packaging and device prior to use. The instructions for use (IFU) state: use caution during surgical cases in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). For best results, apply the seal to unaffected vasculature. If the generator provides multiple power settings, use the lowest power needed to achieve the intended effect. Do not use this instrument on vessels in excess of 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Eliminate tension on the tissue while sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not bend instrument shaft. Do not attempt to seal over clips or staples as incomplete seals/damage to the cutting blade will occur. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not overfill the jaws of the instrument with tissue, as this may reduce device performance. Keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Notice ¿ the surgeon may inspect the seal before cutting the vessel or tissue. After inspecting the seal, the surgeon should create a second seal adjacent to the first seal before cutting, as described below. A tone with multiple pulses indicates that the seal cycle was not completed. Refer to the troubleshooting section for possible causes and corrective actions. Do not cut tissue until you have verified that there is an adequate seal. To seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. Activating energy delivery with a footswitch when the activation button is not fully depressed may result in improper sealing and increase thermal spread to tissue outside the surgical site. Proper pressure is being applied to the tissue when the lever keeps the activation button fully depressed. Energy-based devices, such as esu pencils or ultrasonic scalpels that are associated with thermal spread should not be used to transect seals. Failure to maintain steady pressure on the lever while cutting can result in inadvertent reactivation of energy. Remove any embedded tissue from blade track and jaw hinge area. Inspect packaging for damage. If damaged, do not use. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the ligasure device failed to perform as intended during the case. It was replaced with another ligasure device. There was no patient injury reported, the extended procedure time reported was five minutes, and the complainant is not aware of any medical intervention. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ligasure device failed to perform as intended during the case. It was replaced with another ligasure device. There was no patient injury reported, the extended procedure time reported was five minutes, and the complainant is not aware of any medical intervention. These are commonly used devices that are readily available.